Event description:
It was reported, "went to a client's home for routine PICC maintenance. Noted air bubbles in both lumens of clients PICC line. Denied any shortness of breath, chest pain or light headedness. Notified hospital triage of air bubbles. Hospital stated will follow up with client." No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.